Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (0.497mcg/day, concentration 10mg/ml) via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that there was a volume discrepancy. It was reported one was known but there were more that occurred. The actual volume was 2.7ml and the expected volume was 6ml. The volumes of the other discrepancies were unknown. It was stated the pump is not working. It was stated the discrepancies had been noticed over the last year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.